Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient lacked coverage in the left leg, and stated that it wasn't helping much with the pain. It was reported that the no factors were described by the patient, but the hcp thinks that the patient wasn't compliant with the movement restrictions that caused lead migration. The hcp took an x-ray to verify leads had moved sometime in the last two weeks. No actions were taken to resolve the issue as the patient wanted the devices out. The system was explanted due to lack of use and lead migration. The issue was resolved.